Event description:
As reported by an edwards australia affiliate, approximately 3 years and 10 months post tavr procedure with a 26mm sapien 3 transcatheter heart valve, the patient presented with shortness of breath due to stenosis secondary to calcification of the leaflets. The leaflets were also observed to be thickened. The valve was explanted, and a surgical valve was successfully implanted. The patient was doing fine post procedure.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visually exanimation of the device showed the valve frame was deformed as expected from device manipulation during explant. There was calcification on all 3 leaflets. An x-ray was done on the device, and the inflow side of the valve showed minor calcification on one leaflet, and moderate calcification on two leaflets. The outflow side showed minor calcification on one leaflet, and moderate calcification on two leaflets. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of calcification was confirmed based on evaluation of the returned device. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.